Manufacturer narrative:
(B)(4).

Event description:
Received information the manufacturer's representative was attempting to recharge the new battery she received into her stock. The battery would not communicate with the physician programmer. There was no overdischarge, just a picture of a battery with a "x" through it. The device is being returned to the manufacturer for analysis.